Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room racks and found the avc-x and cspx needed to be rebooted. To resolve the issue the technician rebooted the avc-x and cxps, tested the function and operation of the units, confirmed them to be operating to specification, and returned them to service. No additional issues have been reported.

Event description:
The user facility reported that their hexavue custom room racks "froze" during start-up and that the monitor was "down". No report of procedure involvement. No report of injury.